Manufacturer narrative:
No unexpected failed battery test, battery out limit, scrolling of numbers or ramping of numbers noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had intermittent button response on the up arrow button due to corroded keypad traces, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer numbers began to scroll on screen when customer attempted to enter carb. Customer removed battery and received a failed battery test alarm. It was reported that customer changed battery and then received a battery out limit alarm and the numbers on clock was spinning. Customer was not able to clear alarm due to button error and buttons not responding. Insulin pump would be replaced.